Manufacturer narrative:
This report is submitted on february 09, 2023.

Event description:
Per the clinic, the patient experienced a skin reaction at the implant site and subsequently, was treated with a topical steroid (date and duration not reported).